Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a non-device related weight loss and subsequently underwent a revision procedure where the implantable pulse generator (ipg) was repositioned. The patient was doing well postoperatively, and the device remains implanted.